Manufacturer narrative:
"The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 16.5 mm from the distal end. There was scratch around the broken point. The fracture surface of the probe showed that crack developed. The tissue was present on the tissue pad. Therefore, we judged that the device was used intraoperatively. The manufacturing history was reviewed, with no irregularities noted. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked when the user activated output contacting with metal or something hard object, besides the probe was broken off when the probe was subjected to a load. The instruction manual of the device has already warned as follows; do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
It was reported that an error occurred and the probe of the device fell outside during the inspection before use. As a result of evaluation of olympus medical systems corp. (Omsc) on december 27, 2017, omsc found that the probe was broken off. The device seemed to have been used in surgery from the condition of the device. The procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".